Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation. The atrial lead exhibited noise and low impedance. The lead was explanted and replaced on (B)(6) 2014.